Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked where "the tubing meets the hard plastic piece" (drip chamber). This occurred during patient infusion with an unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 37. E2: reporter sent to FDA: yes. G2: reporter source: ¿user facility¿ will be added. The user facility submitted medwatch (B)(4) for this event. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing include pull and leak testing were performed and no issues were observed. The reported condition was not verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.